Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a catheter continuous flow. The customer reports that the first treatment went flawlessly, but when attempting to remove the trellis catheter from the pt, the distal balloon was difficult to pull through the sheath. When attempting to perform a second treatment, the distal balloon would not inflate. Examination of the distal balloon showed that it was ruptured and detached. The doctor removed the trellis catheter, and did some manual aspiration using a guiding catheter, and completed the case.

Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.